Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. Engineering evaluation revealed that there was no system malfunction. Our investigation of the case logs found that the system operated as intended and that the root cause was traced to user error. The user incorrectly assigned images to the respective plane of view and the resulting merge reflected this error. The observed overall risk level is low which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During l3-l4 spl case, c-arm images were mirrored after the merge. Before the merge, everything went normally: images were transferred normally, centroids were placed but after merging c-arm shots were reversed. Re-imaging the patient, resetting software, restarting c-arm, restarting egps, creating new case did not solve the problem. Also during panning phase, the anterior part of the cage needed to be planned posteriorly to get left side access. Procedure was performed the old fashion way.